Event description:
Customer reported that insulin came out slowly when priming and stated that insulin was not dripping out of the tubing very well. Customer also mentioned having high blood glucose readings of 300 mg/dl. Customer reported symptoms of stuffy chest and heaviness. Customer has treated with manual injections. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed twice and failed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.